Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient was having difficulty charging and had a possible flipped device. The caller reported that the patient was able to flip the device himself and could charge. The patient was to contact his healthcare professional. No symptoms were reported. Follow-up was conducted. Additional information was received regarding the patient. It was reported that the patient saw his healthcare professional and they decided to leave the device alone as the patient was charging fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.